Event description:
It was observed during central processing that the blue casing on the long tip forceps was broken. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the reported issue. During visual inspection it was noted that the instrument housing had broken snaps. All four housing snaps were broken and two pins were also broken off the instrument. The instrument housing was loose and could easily be removed. The chassis showed no damages. Failure analysis concluded that the broken snaps damages maybe likely due to mishandling/misuse. Additional observation not reported by the initial reporter was that the instrument main tube had scratch marks / abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were .213 - .065 in length and were not aligned with the tube axis. Additional observation not reported by the initial reporter was that the instrument distal pulleys had mechanical indentations/burrs. The pulley displayed multiple indentations around the pulley edges. Failure analysis concluded that the broken snaps damages maybe likely due to mishandling/misuse. No other damages were found on the instrument. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.